Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer technical support provided the caller with instructions for a complete pump reset and assisted them through the reset process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.